Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer reported low blood glucose. Customer's blood glucose was 3.1 mmol/l and below 3.0 mmol/l. Customer current blood glucose was 6.5 mmol/l. Customer fainted and has been in a loss of consciousness for 2.5 hour. Customer's low blood glucose was treated with maple syrup and granola. The customer did experience any symptoms such as faint as a result of low blood glucose. Troubleshooting was done for low blood glucose. Customer had been using insulin pump system within 48 hours of low blood glucose event. Customer was unsure auto mode feature was active at the time of event. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated insert battery alarm did not displayed on the screen. Contacts on the battery cap were neither missing nor damaged. Customer stated display did not returned after insulin pump restarted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer is reporting a blank display. Customer alleges the insulin pump is over delivering. The insulin pump was received with a blank display with constant vibrating. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to blank display. The following were noted during visual inspection: cracked case at battery compartment above the battery lock icon, minor scratched display window and scratched case. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the history download using thump or carelink upload due to blank display. The insulin pump was received with a blank display with constant vibrating, problem isolated to the pcba2. Unable to test for possible over delivery anomaly due to blank display. During visual inspection, found moisture damage on the electronic assembly and on the pcba for the power/vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
It was reported that the battery was not changed multiple times. Insert battery did appear during troubleshooting.